Event description:
The customer reported having challenges with the 2d image quality in the calf veins; they alleged they could not distinguish a clotted vessel from a non-clotted one when using the epiq elite ultrasound system. Although there was no misdiagnosis as the patient had a prior exam to compare, they could not diagnose properly based on the study. There was no allegation of patient/user harm, injury, or death. An investigation is underway to determine the root cause of the issue. A follow-up report will be provided upon investigation completion.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by adjusting the customer¿s transducer presets. The investigation found that the product is working as designed. The system has returned to service with no similar issues reported.